Event description:
It was reported that during an unk procedure, the device could not be fired during the procedure and the jaw could not be closed. Hand sewing to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the atb45 device was returned with the firing mechanism damaged and with a reload present. The reload was received void of staples and with the proximal end of the pan missing along with swing tab. The device closed and opened without any difficulties noted. No further functional testing could be performed do the conditions of the device. The device was disassembled to verity the condition of the internal components and the firing trigger teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.